Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: indian j thorac cardiovasc surg. 2025 may;41(5):560-568. Https://doi.org/10.1007/s12055-024-01852-0. Epub 2024 dec 4. Pmid: 40247977; pmcid: pmc12000482.

Event description:
Title: robotic mitral valve replacement: a short-term single institution experience. The aim of this retrospective study was to evaluates the safety, efficacy, reproducibility and short-term clinical outcomes of robotic mitral valve replacement (mvr). Between september 2022 to may 2024, a total of 12 patients were included in the study. These patients consists of 8 females with the mean age of was 39 plus or minus 9 years (18¿54 years).using 2¿0 ethibond (ethicon inc, somerville, new jersey) sutures for implanted mitral valve prosthesis,4¿0 prolene (ethicon inc; johnson & johnson, somerville, nj, USA) used for left atrial closure. Cardioplegia stitch was taken over aorta with cv-4 goretex pledgeted suture ,w.l. Gore & associates, flagstaff, ariz.(from unknown manufacturer),venous (18-24fr) cannulation, edwards lifesciences, irvine, ca, USA, ( from unknown manufacture) were performed through a 3-cm transverse right groin incision cutdown with seldinger technique ,then secured with cor-knot (lsi solution, victor, ny, USA, (from unknown manufacturer).)the mean follow-up time was 10.17 plus or minus 5.11 months (1¿16 months). Reported complications: 2¿0 ethibond and 4¿0 prolene (ethicon inc, somerville, new jersey) . Re-exploration(n= 2) treatment: not reported groin wound infection(n=1). In conclusion, although robotic mvr requires a steep learning curve and incurs cost especially in a government setup for maintenance of program, with time and practice, robotic surgery could become more refined and efficient. A robotic mvr surgery by experienced team of surgeons is safe, effective, reproducible and worthy of widespread integration into mainstream cardiac surgery practice.